Event description:
The complaint/event occurred on an unspecified date and involved a plum 360 driver new. The reporter originally stated that the device was received with a note stating corrective maintenance required. (B)(6) team was later informed by the ward at the user facility stated that 'a smoke broke out when plugged it into ac power'. The complaint record indicated that the hospital was working on power conversion for all departments, and this could be the reason; as most of their pumps still 110 volt. If connected to a 220v supply, the pump power supply will be damaged. They believe this has leaked from the damaged capacitor due to excessive voltage and is not a result of fluid ingress. It is unknown if there was any patient involved in the event; however, there was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Investigation summary: gcm reported a complaint from the customer stating, that "there was a smoke broke out when plugged it into ac power." Although the product was initially stated to be available for investigation, the device has not been returned to service hub for formal analysis and evaluation. This limits the ability to confirm root cause and assess internal damage. Visual and functional testing: internal photographs of the device were provided; however, they were not sufficient to determine a definitive root cause. As the device was not returned, no physical inspection or functional testing could be performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.